Event description:
Customer reportedly received the following results within ten minutes on the accucheck aviva system: 46 mg/dl, 45 mg/dl, and 100 mg/dl. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.